Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the battery charger/modem was unable to power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board (B)(4). A root cause investigation of similar failures indicated that excessive stain in the c/a board can fracture bga solder connections. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it would not power on.